Event description:
In 2008, the sales rep reported that during a kit inspection it was identified that the driver was bent. Upon investigation of the returned part two months later, it was determined the product malfunction was for part number 2155-1 and not 1351-1 as originally documented. The malfunction for the 2155-1 driver, bent, has resulted in an adverse event in the past.

Manufacturer narrative:
The results of the device history record review indicates the part met specifications. Visual examination indicates the tips and shaft are bent/twisted. An engineering eval found the event was due to the hollow shaft design. The design changed to a solid shaft in 2006. The root cause was use error due to using the driver for screw removal. An enhancement to the surgical technique in 2007, was completed to include additional precautions against screw removal use.